Event description:
Customer states they have had cracking and leaking of the female luer of the syringe module set at the attachment site to the syringe. There was no patient harm or medical intervention. No additional patient/event information was provided.

Manufacturer narrative:
(B)(4). The customer report of cracks in tubing leading to a leak was confirmed. Visual inspection revealed that the female luer had a u-shaped crack that measures 0.962 inches. One side of the two weld lines; and the other side of the u-shaped crack cross the opposite weld line. The crack female luer was inspected under a microscope to determine if any stress marks were noted; none were found. The root cause of the crack was not fully identified. Analysis suggests the issue is supplier-related.